Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error, poor aseptic technique. A batch review was performed for the potentially associated lot numbers (gd882241, gd883082). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of the patient made a mistake/ touch contamination and peritonitis with culture positive for staphylococcus coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient experienced a mistake and touch contamination. On (B)(6) 2011, the patient was diagnosed and hospitalized for peritonitis. Treatment provided was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. The outcome for the patient made a mistake and touch contamination was not reported. Per the nurse the peritonitis with culture positive for staphylococcus was unrelated to dianeal therapy. A causality statement was not provided for the patient made a mistake/touch contamination.